Manufacturer narrative:
Per additional information received, the medical device lot #, medical device manufacture date, device manufacture date, method codes, results codes, and conclusion codes have been updated. The following information has been updated: d.4. Medical device lot #: 8255841, d.4. Medical device expiration date: 2023-08-31, d.4. Device manufacture date: 2018-11-12. H.6 investigation summary: photo received for investigation. Upon evaluation, you can see the damaged plunger, additionally, the scale marking is missing, however it is unknown if the syringe was manipulated so therefore it doesn¿t have the scale markings. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The damage to the plunger can be due to the mismatch in the input disc causing the damage. No corrective action at this time, the defect is within the acceptable quality limit.

Event description:
It was reported that the syringe 10ml ll 21ga 1-1/2in bil lax experienced a broken/damaged plunger rod. The following information was provided by the initial reporter: neonatal service reports a 10 ml syringe that came in poor condition from before it was taken out of the package. Presents a part of the split plunger.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 10ml ll 21ga 1-1/2in bil lax experienced a broken/damaged plunger rod. The following information was provided by the initial reporter: neonatal service reports a 10 ml syringe that came in poor condition from before it was taken out of the package. Presents a part of the split plunger.